Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. The doctor extracted original lv lead and attempted to implant new lv lead but there was no optimal/reasonable veins so patient got a dual chamber implantable cardioverter defibrillator (ICD) instead. No patient complications have been reported as a result of this event.